Event description:
It was reported the patient experienced loss of stimulation due to ipg being inoperable as the patient did not charge the ipg for significant amount of time. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall:1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.